Event description:
It was reported that a customer experienced a high blood glucose event with a level of 513 mg/dl. Cause was not known. The customer responded by administering a correction bolus via their pump, and further assistance was deemed unnecessary.